Event description:
It was reported that two weeks post implant, the right ventricular lead had high thresholds and the pacing impedance had decreased. The lead had perforated the heart and the patient had a pericardial effusion. Surgical intervention occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected:product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was also noted to have rising impedance.